Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a concern of a product performance issue related to this pacemaker based on telemetry information. A health care professional (hcp) requested a device check be performed by a local area field representative. No adverse patient effects were reported.